Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (10 mg/ml at 1.4 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the empty pump alarm occurred on (B)(6) 2016. The patient had missed a pump refill as an appointment had not been scheduled. The patient had symptoms of nausea and vomiting. The pump had been delivering saline at minimum rate since friday ((B)(6) 2016) at around 14:02 so .018 ml of saline entered the internal tubing. The pump was being refilled on (B)(6) 2016 with morphine (10 mg/ml at 1.2 mg/day). The flow rate for the new drug was .12 ml/day. It was calculated that the patient would get drug and then the patient would go without drug for approximately 3.6 hours at which time the patient would get the saline. This would occur at a minimum of 3.4 days from today ((B)(6) 2016) possibly later. Additional information was received on 15-jun-2016 and it was reported that the patient was doing better after the pump was refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.